Event description:
Pt had central line placed on (B)(6) 2012, with no complications. Pt returned on (B)(6) 2012, to have the line patency checked. Evaluation of the line by the md showed that central line had a fracture. When the line was attempted to be removed part of the line remained as an intravascular foreign body in the superior vena cava extending to the right atrium. The md was able to successfully retrieve the foreign body via a right common femoral venous access of the catheter fragment without incident.